Manufacturer narrative:
Information contained in this report was previously submitted through psr on 25/jul/2016. A review of the device history record has been completed. No deviations or non-conformances noted. The event of migration is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device migration.

Event description:
Patient reported right side implant "feels capsulated", "burning", "really hard", "not the same shape or size as the left side", feels like "a shoe", the nipple "looks smaller", "hurts sometimes" and "has moved and is not positioned right." Patient representative reported patient experienced mental anguish, grief, anxiety, apprehension, fear of increased risk of bia-alcl, increased risk of bia-alcl and pain. Patient representative also reported patient suffered, and continues to suffer from physical permanent injury, personal injuries and related damages and disfigurement; these events are not related to the device. Device was explanted.